Event description:
Note: this report pertains to a spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the image malfunctioned once the spyscope ds ii was introduced into the duodenoscope, then the image freezed. The image works when it was tested outside the duodenoscope and the problem re-occur as soon as the spyscope ds ii catheter was put back inside the endoscope. A temporary biliary stent was placed inside the patient. The procedure was not completed and was rescheduled in six weeks in order to remove the last gallstone using a spyglass with a boston technical support. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.